Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss cv leaked at the y-site. The following information was provided by the initial reporter: "bd-alaris pump infusion set was found to be leaking at the y site."

Event description:
It was reported that the as lvp 20d 3ss cv leaked at the y-site. The following information was provided by the initial reporter: "bd-alaris pump infusion set was found to be leaking at the y site."

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The sample was primed with saline solution and the leak at the second smartsite was immediately noticed. This verified the customer's complaint. Visual analyses under microscope was then employed to determine possible root cause - which was a shallow insertion of tubing into smart site. The tubing was measured to be within manufacturer's specifications. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.